Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 10 months. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital (B)(6) 2018 due to having a flu-like illness in january and feeling poorly since then. The patient described a nonspecific lack of energy and global weakness and also recurrent epistaxis (small blood loss, last episode (B)(6) 2018. A review of the lvad system was otherwise negative. According to the lvad care team, the symptoms were likely related to combined blood loss anemia and anemia of inflammation; overall clinical picture suspicious for gastrointestinal bleed. Dehydration from decreased oral intake and continued diuretic also was likely. The site of bleeding reported as gastrointestinal with no arteriovenous malformation. Anticoagulant at the time of event was aspirin. No additional information was provided.